Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Manufacturer narrative:
E1: facility name "((B)(6) medical center)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, "no disposable, pump won't run." Patient stated troubleshooting at home was unsuccessful. Steps had included removing the cassette, tapping the cassette on a hard surface, and massaging the tubing. Per reporter, the alarm won't clear. (Pump settings: res vol 24.3 ml, cont rate 4.4 ml/hr, vol given 225.7 ml). Per reporter, the alarm continued after the 3rd attempt of removing cassette. There was a patient involvement and no patient harm/adverse event reported.